Event description:
Break in closed, sterile csf external drainage and monitoring (edm) system was apparent when nurse was emptying from one reservoir to another (reservoir #1 to #2), and fluid was observed leaking from reservoir #1. The edm was not patent. A complete sterile change of system was performed by physician.